Event description:
Pt had a left mastectomy. Left mammary implant was surgically inserted on 4/9/92. Pt contacted surgeon's office 11/30/95 to report that she had noted a decrease in the left breast size upon awakening that am. The pt was seen in her physician's office 12/1/95. Marked size reduction noted in left breast. The pt was scheduled for surgical removal of the spontaneous deflated left breast implant. Or procedure done 12/21/95. Implant found to be almost totally empty with no gross rupture or tear noted. The MFR has been contacted and the implant is being returned for further follow-up/investigation by MFR.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.